Event description:
It was reported both coils could not be detached during procedure and were removed from the pt. No pt injury reported.

Manufacturer narrative:
The devices have been evaluated and both implant coils detached normal with an instant detacher. Model# and lot# of other coil involved: model: qc-3-6-3d, lot: 9401056 - dom: 01/20/2011 - exp: 01/01/2014. (B)(4).